Manufacturer narrative:
Findings: pump received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and a constant beeping alarm. None of the issues would clear. The issues occurred while the customer was watching fireworks. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer not clear the constant tone by pressing the down arrow and selecting ok. The battery was removed and the insulin pump was put in storage mode; however, the constant tone and flashing display continued. The customer was advised to remove the battery and insert a new battery after two hours. The insulin pump rest and battery change did not resolve the issues. The insulin pump was returned for analysis.